Event description:
The customer reported while plugging the ventilator's external battery power cord into the ac power wall receptacle, there was a spark in the male plug end of the power cord. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. Upon testing of the power cord, the manufacturer's service technician verified the customer reported problem. The service technician replaced the external battery power cord to complete the repair. Extended self testing (est) and applicable testing was completed and all passed to operating specifications.